Event description:
It was reported that this left ventricular (lv) lead showed high capture thresholds with intermittent loss of capture (loc). Outputs were adjusted and increased. No other device testing functions were discussed. The lv lead remains in service. No adverse patient effects were reported.